Manufacturer narrative:
Concomitants: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5; 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t; 200-07-32 - advanced patella 32mm 3 peg implant. Device remains implanted.

Event description:
It was reported through clinical data collection activities, truliant knee clinical study, that a 63 yo caucasian female, who had primary surgery on her right knee due to osteoarthritis, indicated they had pain in right knee patellar region and clicking when ascending stairs and when bending right knee. Onset date some time in 2022 (patellar crepitus). A right knee arthroscopic with synovectomy is to be scheduled at the subject's convenience. The case report form indicates this event is definitely not related to devices and related to procedure is unknown. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain of patellar crepitus cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
The rx'd right knee arthroscopic with synovectomy which was to be scheduled at the patient's convenience, was performed on (B)(6) 2023. The clinical study indicates the event, "pain in right knee patellar region and clicking when ascending stairs and when bending right knee." Was resolved.